Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dust particles were found in ten or more 10 ml bd luer-lok¿ syringes prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: no photos or samples were returned for investigation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Pest control report for the month of jun-2015 had been reviewed and there is no sign of pest infestation at our manufacturing facilities. Based on investigation from a similar complaint, the dust particles could be due to pest infestation. The particles could have been brought into the package when the pest bite the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before being distributed to the customers¿ premises. The non-conformance occurred outside of the manufacturing facility. Performed device history record review and no abnormality was detected. No qn raised for the reported batch. Foreign matter was not detected during the in-process and outgoing inspection. Conclusion: without a sample bd was unable to confirm the complaint or find any evidence to link the reported issue with any manufacturing process or condition. If samples are received in the future the complaint will be re-opened and re-investigated with the samples. Based on an evaluation of severity and frequency, no corrective action is required at this time.